Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; cause and bg level was not known. Subsequently, the customer went to the emergency room (ER) to address bg level and was treated with intravenous glucose and saline fluids. Customer was released from the ER 2 hours later, on (B)(6) 2022. A pump system check was performed and confirmed pump functioned as intended at the time of event.